Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received 2 results of 192 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. While attempting to gather more info, the customer disconnected the call. It's not known if the customer will return the test strips for eval. Replacement test strips were sent to the customer.